Event description:
It was reported that the lead exhibited loss of capture at 7.5 v, 1.5 ms. The patient's implantable cardioverter defibrillator (ICD) was reprogrammed to vvi 50 bpm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.